Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed the sleep current measurement. Unable to test active current measurement test due to back light anomaly. Unit was received with intermittent back light anomaly during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals no relevant alarms recorded in download history files to confirm complaint codes. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. No battery related alarms noted during testing. However, during download history review pump error 63 was recorded in (main error log) file=522 line=546. Per software engineering log pump error 63 was cause by lcd anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. However, during reconstructive analysis corroded electronic assembly was noted causing the unexpected back light anomaly. Unit was received with the following cosmetic damages: scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation unit was tested successfully, and no battery related anomalies noted. However, during download history review pump error 63 was recorded in (main error log) file=522 line=546. Per software engineering log pump error 63 was cause by lcd anomaly. In addition, during reconstructive analysis corroded electronic assembly was noted causing the unexpected back light anomaly. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.